Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. Customer stated that the insulin pump received insulin flow block alarm. Customer was called back to perform an high pressure test and then test result was insulin pump alarmed with insulin flow block. The insulin pump was not returned for analysis.